Event description:
The patient experienced shocking/jolting sensations in the chest area. Therapy impedances with pair c, 0 = 1537 ohms and pair 1, 2 = 1537 ohms; all others were greater than 4,000 ohms. The amplitude could not be increased. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).